Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an inter-cranial hemorrhage post lead implant. No environmental/external/patient factors were thought to have led or contributed to the issue. The patient was admitted to the ICU. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The patient was alive with injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot# va1v1d5, implanted: (B)(6) 2018, product type: lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didn¿t require surgical intervention and the bleed was treated conservatively. The patient did require a tracheotomy for respiratory compromise. The patient was discharged from the hospital to long term care and rehabilitation. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40; lot# va1v1d5; implanted: (B)(6) 2018. Product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.